Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was still experiencing leaking since implant and did not understand what they should do. Patient said they talked to the doctor but did not provide them much instruction on changing their settings. Patient said they were already on program 3 at up to 5.7v. It was reviewed that therapy could take time to see relief and for patient to continue working with the same program before switching. It was recommended for patient to reach back out to the doctor to see if their symptoms persisted so they could get a recommendation of when to change programs. Patient mentioned they had back surgery for a spinal fusion done prior to implant but their doctor thought they may have nerve damage from this. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the patient on oct 19, 2017 that reported the trial device worked well for their symptoms. Patient reported that since the permanent implant was placed, patient had nothing but problems, further mentioning that they were still leaking and patient was trying to adjust it but was still not working for their symptoms since (B)(6) 2017. Patient said they went to the doctor a week prior to the report but all the doctor did was to turn the stimulation up and patient stated they could have done that themselves. Patient said they were frustrated with the doctor because he does not talk. Patient stated they had been on program 2 since implant, started on 3 and changed to 2 . Patient changed to program 1 from 2 on the day of the report at 3.4 v level. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. It was noted that patient felt stimulation in the correct area, which resolved the reported issue. It was recommended for patient to monitor their symptoms with the program change and consult with the doctor/ manufacturer's representative (rep) about their symptoms. Patient was advised to review any directions previously provided by the health care professional (hcp) and it was reviewed that it takes time for the body to respond to therapy. Patient asked for their local rep to be messaged about the report, and patient wanted the rep to contact them back, a message was sent out to the rep. Further information received from the patient on june 25, 2018 reported that the first one didn't take and had to be replaced, because it didn't take so I had this one put in a couple months back". There were no further complications reported or anticipated.